Event description:
It was reported while using bd venflon¿ pro safety needle protected IV catheter there was bleeding from the side holes of the mandrel. The following information was provided by the initial reporter, translated from italian to english: reports: difficult insertion, bleeding from the side holes of the mandrel update: the loss of blood occurred from the luer lock plug. The devices in question were not retained. There are no photos or videos. "Vein ruptures" occurred on some patients.

Manufacturer narrative:
Date of event. The date received by manufacturer has been used for this field. (B)(6). No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: h.6 imdrf annex a code: a0504. H.6. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd venflon¿ pro safety needle protected IV catheter there was bleeding from the side holes of the mandrel. The following information was provided by the initial reporter, translated from italian to english: reports: difficult insertion, bleeding from the side holes of the mandrel. Update: the loss of blood occurred from the luer lock plug. The devices in question were not retained. There are no photos or videos. "Vein ruptures" occurred on some patients.